Manufacturer narrative:
A field service rep evaluated the device. This report will be updated when the eval is reviewed.

Event description:
It was reported that the neptune was smoking during a procedure. The unit was taken out of the room immediately. There was no delay in the procedure. The procedure was completed successfully. There were no adverse consequences related to this event.